Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A nurse reported that a patient was experiencing pain around her vns generator, causing them to believe the generator had migrated. Clinic notes were received indicating that the patient could put her fingers behind and in front of the generator. The surgeon prescribed an anti-inflammatory to attempt to reduce the patient's pain from potential trauma to the region. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The physician previously noted that he had planned to consider generator pocket revision surgery with probable generator replacement if the patient's pain did not improve with medication alone. No additional relevant information has been received to date.